Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an implant procedure, the lead could not be fed into the neurostimulator. A new stimulator was then implanted. Add'l info was requested.